Event description:
It was reported that there were high rv (right ventricular) pacing thresholds for a while, and that when the atrial lead fired, the spike could be seen on the ventricular channel, with some short v-v episodes recorded. The lead was explanted and replaced. The patient later returned to the emergency room due to stimulation in the old pocket. The outputs were programmed down and there have been no other occurrences. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached and had environmental stress cracking (non-electrical) and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.